Manufacturer narrative:
Tandem clinical diabetes specialist reported that the pump data was reviewed and the customer was found to have been testing/bolusing an average of 2 times per day. The pump was tested and found to be delivering insulin. Diabetic ketoacidosis prevention and management was reviewed. Reportedly, the customer resumed pump insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went into diabetic ketoacidosis (dka). The customer went to the emergency room and was treated in the hospital. The customer declined to provide further information about the event. A tandem clinical diabetes specialist followed-up with the customer and found that the customer was only checking the bg and delivering a bolus twice a day. No additional information regarding the event was provided.